Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (damage: battery compartment crack) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/27/2016. Product analysis: the device was returned and evaluated by product analysis on 01/15/2016 with the following findings: review of the pump¿s black box revealed rebooting events. Two battery compartment cracks were observed. Moisture was observed within the battery compartment; leak testing verified a battery compartment leak. The battery compartment threads were damaged. The returned battery cap and test cap were unable to secure properly to the pump. An intermittent power issue was observed. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the display was found to be dim and discolored.